Event description:
It was reported that the pump battery was depleting quickly. Resulting in an unexpected shutdown. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.